Event description:
The customer reported that while monitoring telemetry patients, monitored telemetry patients from a single unit suddenly went offline. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs healthcare field service representative evaluated the customers system where they were unable to verify the reported issue. As a precaution the field service representative reloaded the software on the xtr. A spacelabs product support specialist (pss) investigated the reported failure by reviewing the device logs where he was able to confirm the xhibit telemetry receiver (xtr) had crashed, but was unable to determine what caused the reported issue. While they were able to verify the reported crash had occurred, the cause of failure could not be established.